Event description:
Physician attempted to use monopolar cautery in conjunction with the endoscopic scissors. When physician stepped on the foot pedal of the cord there was a small flame and then a red glow at the end of the remaining plug still in the valley lab unit. The valleylab plug was immediately disconnected from the wall outlet. Removed from svc and tested internally.

Event description:
Add'l info rec'd from MFR 8/16/02: the mfg lot number for the device could not be ascertained. The device was discarded by the user facility immediately following the event. Operating instructions, labeling and in-package instructions for the device are enclosed. While the life expectancy and/or failure rate for the product has not been established, MFR has noted that they have distributed over 20,000 of the devices and the number of complaints/MDR's received is fifty-seven (57). In addition, care and handling practices are variable among users of the product.